Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, displacement test due to a35 alarms. However, moisture damage to motor and at electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working after swimming. Insulin pump was exposed to water. No harm requiring medical intervention was reported. The device will be returned for analysis.